Event description:
It was reported that when a patient presented in clinic for normal follow-up, an alert for a device reset had occurred message was observed. The patient was asymptomatic. A device download was performed and the event was resolved.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.